Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp pump support ongoing for a patient admitted in for a high-risk percutaneous coronary intervention. The pump support was ongoing when there was an observation made of product damage. The damage allowed for leakage. The pump was explanted and not replaced. The patient¿s outcome is unknown.

Manufacturer narrative:
The pump was not returned for investigation, and a data log review was not required for this case run. According to the clinical team, blood was discovered coming from the catheter plug and shaft. The clinical team may have referred to a leak from the red handle, which is most likely caused by a hole in the catheter, allowing blood to pass through the catheter and leak from the red handle. The cause of the product damage issue was not determined since product was not returned and sufficient clinical information was not provided.